Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Additional information was requested, and the following was obtained: does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications (formation of para-meniscal cyst with pain and discomfort due to knot irritation and surgical site infection) described in the article? Reply: we believe that the above mentioned complication was caused due to the suture material we used (non absorbable polypropylene) manufactured by ethicon. We believe that the same suture material from any other brands would have caused a similar complication. Does the surgeon believe there was any deficiency with the ethicon products (prolene suture) used in this procedure? Reply : no. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Reply: no , they were not discussed with ethicon. Patient demographics for five patients that experienced pain and discomfort due to knot irritation and removal of subcutaneous sutures; one patient that experienced surgical site infection. Reply: all 5 were young active males with mean age of 27.5 years. Citation: journal of arthroscopy and joint surgery 7 (2020) 137e144. Https://doi.org/10.1016/j.jajs.2020.07.003. Adverse events for the five young males were submitted via 2210968-2020-08495, 2210968-2020-09482, 2210968-2020-09485, 2210968-2020-09486.

Event description:
Title: functional outcome of arthroscopic repair of bucket handle and longitudinal medial meniscal tears in a military population by inside out and outside in technique: a prospective observational study. The objective of this prospective observational study was to assess if young military personnel who had sustained medial meniscal bucket handle/longitudinal tears could return to full, unrestricted active duty after meniscal repair by outside in/inside out technique. Of the 196 patients who underwent arthroscopy of the knee between jul 01, 2017 and june 30, 2018, 32 patients [29 males and 3 females; mean age of 29 years (range 18-43 years)] with medial meniscal tear with or without concomitant acl tear were included in the study. The mean follow-up period was 21.5 months with minimum of 18 months in all the cases. A single surgeon who at the start of study had 8 years of experience with arthroscopic procedures and at least two years of experience in meniscal repairs performed the repairs. The outside-in repairs (oi) technique and the inside-out repairs (io) technique were performed. The meniscus was sutured after debridement of the tear edges. The suture material used in first 5 cases was no.1 monofilament polypropylene prolene® (ethicon). The most common complication was the formation of subcutaneous para-meniscal cyst with associated pain and discomfort due to knot irritation in all 5 patients who used the prolene suture. All 5 patients continued to have persistent symptoms after 6 months of surgery for which they underwent re-look arthroscopy. The subcutaneous sutures were subsequently removed and all of them recovered well. One patient developed superficial surgical site infection and was managed with oral antibiotics and recovered completely without any surgical intervention. In conclusion, with more than 90% that were able to re-join active duty, the authors could demonstrate that inside out/ outside in technique is an excellent method of reliably and economically repairing a torn meniscus even for very high demand military personnel.